Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8233315. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) , the nurse, as instructed by the doctor, was giving the patient infusion and venting, when she found that the v-shaped joint of the indwelling needle was leakage and could not be used, so she immediately replaced it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This was discovered before use. The following information was provided by the initial reporter: on december 28th, the nurse, as instructed by the doctor, was giving the patient infusion and venting, when she found that the v-shaped joint of the indwelling needle was leakage and could not be used, so she immediately replaced it.